Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and leads were explanted due to pocket erosion. In addition it was reported that the ventricular lead had a low amplitude. No further adverse patient effects were reported. A new system will be implanted at a later date.